Event description:
Medwatch report #1821196486-2013-0007 states: this patient underwent a revision of the left total hip replacement as well as a full synovectomy of the left hip joint. She had a failure of the left hip implant as well as the asr implant with synovitis of the left hip. Relevant tests: the patients ion study demonstrated a significant increase in the chromium cobalt level, and she has documented hearing loss especially in the upper ranges. Other relevant history: this patient had bilateral hip replacements done in the past. Both hips were done using the depuy asr system. The patient has been experiencing some left hip pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.